Event description:
Customer reported receiving imprecise sequential adc meter readings of 14.6mmol/l and 1.1mmol/l obtained within a ten-minute timeframe. When plotted on the parkes error grid, the results fell within the 'c' zone, showing the difference in values is considered to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). The product has been returned, investigated and the complaint was not confirmed. No new issues were observed, all results were within range specification and no errors were observed during control solution testing.